Event description:
It was reported on an unknown date, that when inspecting instruments received through decontamination, prior to sterilization - the synfix evolution awls and 2 screwdriver shafts were observed to be worn. The awl was no longer sharp and the driver tips were beginning to strip. There was no patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.